Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue imdrf device code f2301 captures the event of the additional tool required to retrieve the stent as it was deployed in the stomach.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered distal release stent was to be used to treat a small perforation in the esophagus during a stent placement procedure performed on (B)(6) 2026. During the procedure, the shaft repeatedly bowed during attempts to pull the deployment suture. As a result, the decision was made to deploy the stent in the stomach, where there was more space, and subsequently retrieve it. The procedure was completed using another device of the same type. There were no patient complications reported due to this event and the patient was expected to fully recover. Note: it was reported that the stent was intended to be placed to treat a small perforation. However, according to the ultraflex esophageal ng stent system instructions for use (IFU), the device is indicated for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only and for occlusion of concurrent esophageal fistula. The stent is not indicated to be used to treat a perforation.